Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: records including operative reports for hernia repairs performed in ¿1999, 2001, 2002¿ were not provided.] (B)(6) 2004: the cleveland clinic foundation. David baringer, md. Operative report. Asst. 1: surgeon 2: david a. Horvath, md. Asst. 2: __ [sic]. Operation: reduction of multiple incarcerated ventral hernias, extensive lysis of adhesions, removal of mesh. Anesthesia: general endotracheal. Preoperative diagnosis: recurrent ventral hernias, status post mesh repairs. Multiple intra-abdominal adhesions. Postoperative diagnosis: recurrent ventral hernias, status post mesh repairs. Multiple intra-abdominal adhesions. Pathology diagnosis: pending. Operative indications: this patient has had multiple ventral hernias repaired in the past. He has mesh in place. He has had these repaired open and laparoscopically. He has failed, and a CT scan showed several recurrent hernias with bowel entrapment. He does not have obstructive symptoms, however. He is here for definitive removal of mesh, complete lysis of adhesions, identification of fascia, and either a fascial splitting procedure by dr. Horvath of plastic surgery or a mesh repair, most likely with dualmesh. Informed consent was obtained for all possible complications, including bowel injury, colostomy, and other infectious complications. Informed consent was obtained. Operative findings: the patient has multiple defects in the abdominal wall. These hernia sacs were identified and opened and reduced. Abdominal cavity was entered, and extensive lysis of adhesions was performed in order to free up all of the bowel, remove the mesh, and get to normal, healthy fascia, which was closed with dualmesh in a two layer closure performed by dr. Horvath, who will dictate his portion of the procedure. Operative procedure: ¿the patient was comfortably placed under general endotracheal anesthesia, and his entire abdomen was prepped and draped in the usual sterile fashion. A nasogastric tube and foley catheter were placed. A long midline incision was made encompassing his previous scar which was excised. With the scar excised, we then entered the subcutaneous tissue and, with electrocautery, went down to hernia sacs which we identified in the upper right and lower left abdomen. These hernia sacs were identified and dissected free from the subcutaneous tissues. Wide flaps of subcutaneous tissue and skin were created in order to identify and reduce these sacs in their entirety. Mesh was identified as well. Once we identified the upper sac, we opened that up and entered the abdominal cavity. We excised the lateral sac and subcutaneous tissue. We identified fascia on that side. We essentially joined up the lower hernia as well, which we had opened. We joined that up by dividing essentially all that was left, which was mesh. We then excised all that mesh. The excised mesh, which had been attached to the rectus muscle on both sides. With the mesh excised, we then entered the abdominal cavity completely with a wide open incision and took down multiple adhesions of bowel to the overlying mesh. We also identified the mesh that had been placed laparoscopically. We excised 90% of that. This freed up the rectus muscle. We excised all mesh and hernia sac and subcutaneous tissue in order to identify the fascia. Anteriorly, we opened up the subcutaneous pockets on both sides, from the top of the incision to the bottom, and identified the anterior sheath of the rectus muscle for at 3 or 4 cm in all sides. Dr. Horvath was present for part of this procedure as well. Once we freed up all the fascia, reduced all the hernias, and removed all hernia sacs, we then were left with the large defect. Dr. Horvath will dictate his portion of the procedure, which was essentially repair of the hernia with dualmesh in a two layer fashion. He did not feel the patient was a candidate for rectus muscle splitting procedure, and I agreed completely. Dr. Horvath then completed the ventral hernia repair. He will dictate that portion of the procedure. He then excised excess skin and subcutaneous tissue and closed the incision, which he will dictate as well. The patient was awakened and returned to the recovery room in satisfactory condition, tolerating this procedure well.¿ drains: placed by dr. Horvath. Complications: none. Estimated blood loss: 200 cc. Specimens: hernia sac and old mesh. [Missing records: records of the CT scan showing ¿recurrent hernias with bowel entrapment¿ were not provided.] (B)(6) 2004: the cleveland clinic foundation. David a. Horvath, md. Operative report. Asst. 1: david baringer, md. Asst. 2: __ [sic]. Operation: complex abdominal hernia repair measuring 15 x 15 cm, modifier-22 (please see description below). Complex closure of the abdominal wound, 15 cm. Anesthesia: __ [sic]. Preoperative diagnosis: recurrent incarcerated ventral hernia, measuring approximately 15 x 15 cm. Postoperative diagnosis: recurrent incarcerated ventral hernia, measuring approximately 15 x 15 cm. Operative indications: the patient underwent multiple previous attempts to repair a ventral hernia. He presented this time with continued symptoms of abdominal weakness and pain. He was evaluated by dr. David baringer who referred the patient to me for consultation so that we could combine the operative case. Operative findings: the large abdominal hernia had a piece of what appeared to be marlex mesh pulled away from the left lateral and superior aspects of the fascial defect. The type of repair was performed with two rows of u-stitch #1 prolene sutures circumferentially, placing the outer row along the lateral border of the rectus muscles and the inner row at the medial border of the rectus muscles. The large hernia sac and thinned subcutaneous pocket were excised in a horizontal fashion to remove the thinned and vascularly compromised skin. This resulted in a t-incision located at the umbilicus and extending horizontally. Operative procedure: ¿the patient was brought to the operating room on july 7,2004. His name and procedure were verified. His abdomen was prepped and draped in the usual sterile fashion. He preoperatively underwent a bowel prep, and had a foley catheter and nasogastric tube placed. All of the appropriate pressure points were padded, and the patient was placed on sequential compression stockings. The abdomen was prepped and draped in the usual sterile fashion, and then a #15 blade scalpel was used to elliptically excise the previous midline abdominal scar. Subsequently, dissection was continued down to the subcutaneous tissues. At the point in which the hernia sac was encountered, the operation was turned over to dr. David baringer. A separate operative note will be dictated for this portion of the operation. Dr. Baringer's team was able to remove the entire hernia sac and free all of the underlying adhesions from the lateral border of the rectus muscle intraperitoneally to the lateral border of the contralateral rectus muscle. A large piece of gore-tex type nonadherent mesh was used for the repair. The superior apex was tailored using scissors and then the first row of lateral sutures were placed by taking a bite approximately 2 to 3 cm from the fascial edge in the midline and then placing lateral u-stitch prolenes using #1 prolene along the lateral border of each rectus muscle. This pulled the mesh under the fascial edge on both sides to position it beneath the rectus muscle. Under direct visualization, a second row of u-stitch prolene sutures was placed along the medial border of each rectus muscle and through the mesh to provide a second row of inner sutures around the repair. These were all tied down adequately. The pocket was irrigated copiously. The majority of soft tissue redundancy was on the left side to the midline incision. This tissue was extremely thin due to the hernia sac. The redundant soft tissue and skin were therefore resected horizontally so that dead space would be eliminated. A series of 2-0 vicryl sutures was placed at the superficial fascial system and the superficial subcutaneous tissue. This complex closure was performed in three different layers. The skin was then reapproximated using interrupted 3-0 monocryl sutures in an inverted buried fashion. A few 2-0 vicryls were also used in the dermis superiorly to relieve the tension on the dermis. The remainder of the incision was closed with skin staples. The umbilicus, however, was fashioned by resecting the redundant skin in that area, creating an oval opening for the umbilicus that remained attached to the right side of the abdominal skin flap. This was tacked down to the mesh very carefully to recreate the umbilicus and then closure around it was performed using a continuous running subcuticular 3-0 monocryl suture. Bacitracin and xeroform were applied, and sterile dressings were then applied. Prior to closure, two jackson-pratt drains were placed in the space between the mesh and the subcutaneous tissue. These were secured using 3-0 nylon. The patient was awakened easily and taken to the recovery room in stable condition, having tolerated the procedure well.¿ (B)(6) 2004: the cleveland clinic foundation. Implant sticker. Diagnosis: incarcerated ventral hernia. Operation: ventral hernia repair. Complex wound closure, 15 cm. Findings: large hernia 15 x 15 cm. Closure with duel rows of u stitch prolene. Dualmesh biomaterial. Lot: 02986242. Item: 1dlmc07. The records confirm a gore® dualmesh® biomaterial (1dlmc07/02986242) was implanted during the procedure. 07/07/04: cleveland clinic. John r. Goldblum, md. Pathology report. Specimen #: s04-41632. Final diagnosis: ventral hernia sac, excision: soft tissue with foreign material, foreign body giant cell reaction, chronic inflammation, and fibrosis. Mesothelial-lined fibroadipose tissue with fibrosis consistent with hernia sac. Specimen submitted: a: incarcerated ventral hernia sac and old mesh. Clinical data: ventral hernia. Gross description: a. Received fresh are multiple segments of synthetic mesh-like material with attached yellow-red fatty soft tissue and skin aggregating to 10.0 x 7.5 x 3.5 cm. No areas of induration or nodularity are present. Representative sections are submitted in one cassette. Records between 07/07/04 and 01/08/07 were not provided. (B)(6) 2007: yale-new haven hospital. Robert bell, md. Operative report. Operation: removal of intra-abdominal foreign body times two. Exploratory laparotomy with lysis of adhesions. First assistant: michael terry, md. Anesthesia: general endotracheal anesthesia. Preop diagnosis: multiply recurrent incisional/ventral hernia. Postop diagnosis: multiply recurrent incisional/ventral hernia. Preparation: duraprep solution. Indications: the patient is a 38-year-old male status post and open umbilical hernia repair in 1999. This subsequently recurred in 2001. He had a second repair with mesh. Once again, the hernia recurred and in 2002, he underwent a laparoscopic hernia repair with mesh. This also recurred in 2004 underwent a third attempt at repair. Unfortunately, this too has not been successful and the patient presented as an outpatient with a recurrent bulge in his abdomen as well as a lower abdominal pain. The patient was evaluated by both me and dr. Thomson from plastic surgery for a combined general surgical/plastic surgical repair of this defect. Procedure: ¿the patient was taken to the operating room and placed in the supine position. His lower chest, abdomen and groin were prepped and draped in the usual surgical sterile fashion using duraprep solution. The patient's previous vertical midline incision was then incised beginning approximately four-fingerbreadths below the xiphoid process, extending downward to approximately three-fingerbreadths above the symphysis pubis. The incision was made with a no. 10 blade and the subcutaneous tissues were divided the length of the incision using bovie cautery. In the subcutaneous space, a gore dual mesh was identified. There was no associated seroma or other sign of mesh infection noted. Our first task was to remove the gore mesh. We were able to inspect the mesh in its entirety and noted that it was well-secured at the superior most 270 degrees of the circumference of the mesh. However, inferiorly, the mesh was not secured at all. In order to remove the mesh, the subcutaneous tissues were undermined for a distance of approximately 3 to 4 cm circumferentially. Once the edge of the mesh was identified, this was taken sharply off the posterior rectus fascia using bovie cautery. Numerous trans fascial polypropylene sutures were noted and these were divided using mayo scissors. There were several loops of small intestine that were directly adhesed to the mesh. However, these were able to be removed from the mesh using gentle digital dissection. An additional fair amount of omentum was noted to be adhesed to the mesh and similarly the omentum was freed from the mesh using gentle digital dissection. There were several spiral protacks noted circumferentially securing the mesh to the posterior rectus fascia. When possible, these were removed along with the mesh in order to more easily free up the mesh. Once the mesh was completely freed circumferentially from the fascia, we encountered a second mesh at the inferiormost aspect, more toward the right lower quadrant than toward the left. In other words, this mesh was severely off-center and also poorly secured. The second mesh was clearly made of composite (composix) material and similarly we freed this mesh circumferentially from the posterior rectus sheath using bovie cautery. Again, several trans fascial sutures were noted. This time the transfascial sutures were noted to be made of ptfe. These ptfe transfascial sutures were sharply divided using mayo scissors. There were several loops of small bowel direct adhesed to this mesh and similarly this mesh was freed from the adjacent small bowel using gentle digital dissection. Once this second mesh was completely freed, this mesh along with the gore dual mesh was passed off the field for permanent section evaluation. We then freed, circumferentially, the adhesions of both the small intestine and the omentum to the anterior abdominal wall. After approximately 30 minutes of careful and meticulous adhesiolysis, we were able to adequately free the posterior rectus sheath and ensure that this was free of adhesions. Of note, the patient¿s left lower quadrant there was an additional defect noted in the posterior rectus sheath. This was approximately 2 cm ln circumference. At this point in time, dr. Grant thomson came into the operating room for abdominal wall reconstruction. The remainder of this case will be dictated as a separate procedure by him or a member of his team. A 22 modifier will be used to code the excision of the intraperitoneal mesh as it required a very laborious dissection as well as the complete removal of two intraperitoneal meshes.¿ (B)(6) 2007: yale-new haven hospital. James grant thomson, md. Operative report. Operation: ventral hernia repair with method of component separation. Operator: james thomson, md. Co-surgeon: robert bell, md. Assistant: __ [sic]. Anesthesiologist: __ [sic]. Anesthesia: general. Preop diagnosis: recurrent ventral hernia. Postop diagnosis: recurrent ventral hernia. Indications: this patient had a multiply recurrent ventral hernia, previously repaired with mesh but not successful, now presents with recurrence and pain. Procedure: ¿with the patient in the supine position the operating table under general anesthesia, the abdomen was sterilely prepped and draped. Dr. Bell and his team proceeded to resect the hernia sac and perform an adhesiolysis. Once he was completed with this procedure then the plastic surgery team proceeded with ventral hernia repair. This was done by first undermining the skin to the level of the anterior axillary folds bilaterally at the level just superficial to the external oblique aponeurosis. Once this was exposed, then an incision was made 2 cm lateral to the lateral border of the rectus sheath on each side. The external oblique aponeurosis was then separated from the internal oblique laterally. This allowed mobilization of the rectus muscles medially. With a fish in place, the ventral hernia was repaired with a running #1 prolene looped suture starting at the cranial end going to the middle and then a second suture starting from the caudal end and meeting in the middle. The fish was removed prior to tieing [sic] the last suture and again it was confirmed that there were no loops of bowel involved with the suturing within the abdomen. The sutures were tightened and tied and there was an excellent tension-free repair of the ventral hernia. Hemostasis was obtained with electrocautery and the wound was irrigated with saline. Drains were placed exiting through separate stab incisions on each side. The skin was closed with interrupted 3-0 caprosyn subcuticular sutures and staples. A dry dressing was applied followed by an abdominal binder. Anesthesia was reversed and the patient was sent to the recovery room in good condition.¿ (B)(6) 2007: (B)(6) hospital. (B)(6) md, phd. Pathology report. Accession #: s07-707. Explanted abdominal mesh. Soft tissue, abdomen, excision: mesh, see gross description. Dense connective tissue. Gross description: received fresh, labeled with the patient¿s name, unit#, and ¿explanted abdominal mesh¿, are two tan-pink portions of synthetic material (consistent with mesh), measuring 15.0 x 14.0 x 1.0 cm and 21.0 x 18.5 x 0.5 cm. The specimen has one tan-pink smooth membranous surface and the opposite surface is tan-red and shaggy. There is a moderate amount of adherent soft tissue and yellow lobulated adipose tissue. Also received in the same container is a 4.0 x 2.0 x 1.0 cm aggregate of yellow lobulated adipose tissue. Representative section of the soft tissue submitted in one cassette. (B)(6) 2007: yale-new haven hospital. James grant thomson, md. Discharge summary. Diagnosis: recurrent ventral hernia. Operation: repair of recurrent ventral hernia with separation of components closure. Present illness: works as a carpenter; does much heavy lifting. Umbilical hernia repair in 1998 which had recurred with approximately 3 revisions using mesh. Hospital course/treatment: assessed as having a recurrent ventral hernia. Underwent repair and separation of component closure. In the immediate postoperative period had significant nausea, vomiting, pain issues. Abdominal binder was in place. Consulted with adult pain service. Night of postoperative day 1 experienced temperature of 101.0. Blood cultures and labs sent; negative for elevated white count and bacterial infection. By postoperative day 6 one jp [jackson-pratt drain] was taken out; incision and wound continued to do well, had bowel movement. Discharge home on postoperative day 7. Follow up: dr. (B)(6) on january 24th; dr. Bell in 2 weeks. (B)(6) 2008: yale-new haven hospital. Robert bell, md. Operative report. Operation: laparoscopic incisional hernia repair with extensive laparoscopic adhesiolysis. Assistant: ehab el akkary, md. Anesthesia: general endotracheal. Preop diagnosis: recurrent incisional hernia. Postop diagnosis: recurrent incisional hernia. Preparation: hibiclens soap and duraprep solution. Indications: the patient is a 40-year-old male with a multiply recurrent incisional hernia. His most recent previous repair was approximately 1 year ago that involved a component separation. The patient was reevaluated by me as an outpatient several months ago for evaluation of a symptomatic recurrence. The patient was evaluated by me as an outpatient where the risks and benefits of laparoscopic incisional hernia repair were discussed in detail. The patient wished to proceed in hopes of definitive treatment of his condition. Procedure: ¿the patient was taken to the operating room and placed in the supine position. His abdomen was prepped and draped in the usual surgical sterile fashion using the sequential application of hibiclens soap and duraprep solution. An loban drape was applied and used throughout the course of this procedure. A site was chosen on the patient's left upper quadrant as our initial access port. This was located approximately 1 fingerbreadth below the left costal margin in the anterior axillary line. Here, the skin was infiltrated with a combination anesthetic followed by a 4-mm transverse skin incision and the insertion of a veress needle into the abdomen. The abdomen was insufflated with carbon dioxide to achieve a pneumoperitoneal pressure of 15 torr. The veress needle was then withdrawn and a 5-mm trocar was then inserted through the skin incision and into the abdominal cavity. A 5-mm, 30-degree laparoscope was used throughout the course of this procedure. Our initial inspection of the abdomen revealed numerous dense adhesions along the entirety of the patient¿s abdomen. We were able to find a place to put our second port on the patient's left hemiabdomen approximately 4 fingerbreadths above the patient's left anterior-superior iliac spine also located on the anterior axillary line. At this site, we placed a second trocar. Here, the skin was infiltrated with a combination anesthetic followed by a 4-mm transverse skin incision and the insertion of a 5-mm port under direct visualization. We then spent approximately 15 minutes of careful adhesiolysis to divide some of the omentum that was adhesed to the abdominal wall using a combination of blunt and sharp dissection. Now we were able to visualize a free spot in the patient's right upper quadrant approximately 2 fingerbreadths below the patient's right costal margin in the anterior axillary line. Here, the skin was infiltrated with a combination anesthetic followed by a 4-mm transverse skin incision and the insertion of a 5-mm port under direct visualization. Our next port was placed approximately 4 fingerbreadths inferior to our initial right hand abdominal port (also in the anterior axillary line). At this site, the skin was infiltrated with a combination anesthetic followed by a 10-mm transverse skin incision and the insertion of a 12-mm port under direct visualization. Now we spent approximately 1.5 hours of careful and meticulous adhesiolysis to divide the remaining omentum, as well as 3 loops of small intestine that were directly adhesed to the anterior abdominal wall. At no point in time was bovie cautery used while dividing these adhesions, especially while working in and around the small intestine. Once this was complete, we did use hook scissors equipped with electrocautery to divide the falciform ligament in a cephalad fashion. This was done to adequately expose the superior margin of the patient's fascial defect. Once our adhesiolysis was complete, we were able to identify several swiss cheese-style defects in the patient's mid abdomen. The previously placed prolene sutures were noted to be intact and the patient's abdominal fascia was noted to pull through the sutures. All of the swiss cheese-style defects were circumscribed and the defects, when circumscribed together, measured approximately 14 cm x 24 cm. We then looked at the patient's left lower quadrant and noted a remote (probable port site) hernia. We then adequately hydrated and inserted a 9-cm piece of parietex round mesh into the abdominal cavity, held it up flush against the abdominal cavity so that this left lower quadrant defect was perfectly centered above the mesh. We then affixed this mesh into position circumferentially using a single spiral protack device. We now used a piece of gore mesh which measured 20 cm x 30 cm. This mesh adequately overlapped all of the aforementioned swiss cheese-style fascial defects by at least 3 cm in every direction. Extracorporeally, 10 #0 gore sutures were placed on the gore dual mesh at approximately 6-cm circumferential intervals. Accordingly, 10 small stab incisions were placed on the anterior abdominal wall at sites that corresponded to the extracorporeally placed #0 gore sutures. We then rolled the gore dual mesh along its longitudinal axis and inserted the mesh into the abdominal cavity via the 12-mm port site. We then unrolled the mesh intracorporeally. We then grasped the superior-most (extracorporeally placed) #0 gore suture (using the gore suture passer), inserted this through the superior-most "stab incision", exteriorized this tail and secured it externally with a small mosquito clamp. We then reinserted the gore suture passer, again passing it through the superior-most "stab incision" but directed slightly laterally so as to pierce the fascia slightly laterally to our initial fascial penetration. We then grasped the other tail of the superior-most gore suture, exteriorized this tail, and secured it externally with a small mosquito clamp. This process was repeated circumferentially x9. We then tied all 10 of these sutures extracorporeally with care to insure that none of the sutures caught the skin, dermal or subdermal elements. We made sure that the knot seated on the anterior abdominal fascia. Next, we used a 5-mm spiral protack device to further anchor the mesh to the anterior abdominal wall between our previously placed #0 gore sutures. Following completion of this procedure, we inspected the mesh circumferentially and we noted the mesh was adequately affixed to the anterior abdominal wall and adequately overlapped all of the fascial defects by 3 cm in every direction. A total of 3 spiral protack were needed in order to completely affix this mesh to the anterior abdominal wall. We then removed all of the ports under direct laparoscopic visualization and desufflated the abdomen of all of its carbon dioxide. We then reapproximated the subcutaneous tissues of the 12-mm incision using a single 4-0 caprosyn suture placed in an interrupted subcuticular technique. We then reapproximated the skin of all 4 of our laparoscopic incisions, as well as all 10 of our stab incisions, using indermil surgical adhesive. The patient was extubated in the operating room and transferred to the post anesthesia care unit in stable condition. All sponge and needle counts were correct at the end of the operation. I was present and scrubbed for the entire operation.¿ (B)(6) 2008: yale-new haven hospital. Implant sticker. Product name: gore dualmesh® biomaterial. Ref catalogue number: 1dlmc203. Lot batch code: 05449187. W.l. Gore & associates. Product name: parietex composite. The records confirm a gore® dualmesh® biomaterial (1dlmc203/05449187) was implanted during the procedure. (B)(6) 2008: yale-new haven hospital. Silverio. Brief operative note [handwritten]. Operation performed: laparoscopic incisional hernia repair with mesh. Pre/post-op diagnosis: incisional/ventral hernia (recurrent). Operative findings: extensive adhesions, multiple abdominal wall defects. (B)(6) 2008: yale-new haven hospital. Robert bell, md. Discharge summary. Diagnosis: incisional hernia. Operation: laparoscopic ventral hernia. Disposition: discharged home with foley catheter. Hospital course/treatment: laparoscopic ventral hernia repair with mesh was performed. Tolerated this procedure well. He had a binder in place and pain service continued to follow along as his pain was very difficult to manage. Multiple attempts at voiding trials; urology consult was obtained. Urinary retention likely secondary to his massive narcotic needs. Foley catheter at discharge, flomax daily. Follow up: 1 week. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2005; including records pertaining to implant and alleged injuries of ¿mesh removal, lysis of adhesions, additional surgery¿ were not provided. (B)(6) 2015: (B)(6) hospital. (B)(4) md. Radiology-CT abdomen/pelvis. Clinical indication: abdominal pain. Impression: there has been prior ventral hernia repair. There are multiple dilated fluid-filled small bowel loops anteriorly in the mid and lower abdomen suspicious for small bowel obstruction. The exact transition point is hard to definitively visualize but is likely in the inferior jejunum to proximal ileum and it is conceivable we are dealing with adhesions from the prior hernia repair. Splenomegaly which is nonspecific. Distension of the gallbladder as described above. (B)(6) 2015: (B)(6)hospital. (B)(6) md. Consultation. History of chronic abdominal pain. Goes to pain clinic and receives injections as well as medications. Presented with abdominal pain, nausea, vomiting. Has had multiple abdominal surgeries, bowel obstructions. He has placed his own nasogastric tubes himself and managed at home. Medical history: non-insulin dependent diabetes mellitus, multiple small bowel obstructions, chronic pain. Surgical history: reports having at least 8 or 9 abdominal operations; lysis of adhesions, hernia repairs with mesh. He was stabbed and underwent laparotomy to ensure no intra-abdominal injury; there was none. Initial hernia was in the stab wound. Social history: prior use of speed and marijuana; denies current use. Medications: metformin. Exam: abdomen soft, mildly tender. No evidence of peritoneal signs, no incarcerated hernia. Multiple scars consistent with prior hernia repair surgeries as well as laparotomies. CT scan reveals a partial small bowel obstruction with a transition point; no evidence of ischemia. Wbc 12.6. Assessment/plan: partial small bowel obstruction in the context of multiple abdominal operations and lysis of adhesions. Will be conservatively managed at this point. [Missing records: records of operative reports/possible pathology reports for multiple abdominal surgeries including ¿lysis of adhesions, hernia repairs with mesh¿ were not provided.] (B)(6) 2015: (B)(6) hospital. (B)(4), md. Radiology-acute abdominal series. History: bowel obstruction. Findings: nasogastric tube terminating in gastric fundus. Moderated amount of stool throughout colon. Few mildly prominent small bowel loops centrally in abdomen. Currently, although nonspecific, the findings are felt to be most compatible with ileus. Impression: findings as described including a few nonspecific mildly prominent small bowel loops centrally in the abdomen. (B)(6) 2015: (B)(6)hospital. (B)(6)md. Radiology-CT abdomen/pelvis. Clinical indication: abdominal pain. Small bowel obstruction. Impression: moderate stool throughout the colon. Normal terminal ileum and appendix. Mildly dilated loop of distal ileum within the right lower quadrant similar to the previous exam where there may be some local adhesions but no high-grade partial or complete bowel obstruction. No abnormally thickened or dilated small bowel loops small bowel loops otherwise. Distended but no thick-walled gallbladder. No identifiable cholelithiasis. Anterior abdominal wall mesh related to previous hernia repair. Fat containing right lower lateral abdominal wall hernia, neck of which measures 1.6 cm, hernia sac of which measures 8.8 cm similar to the previous exam. No ascites. Decompressed stomach. [Bwallace-1ppr-kba-00028-29] (B)(6) 2015: (B)(6) hospital. (B)(4) md. Radiology-abdomen single view. History: bowel obstruction. Impression: there are a few mildly prominent small bowel loops. However, contrast, gas and stool is present throughout the colon. (B)(6) 2015: (B)(6) hospital. (B)(6) md. Radiology-abdomen single view. History: bowel obstruction. Impression: no significant bowel obstruction is evident. There is retained barium throughout the colon. (B)(6) 2015: (B)(6) hospital. Lab. Wbc 10.02 high (4.0-10.0). [Bwallace-1ppr-kba-00050]. (B)(6) 2015: (B)(6) hospital. (B)(6) md. Radiology-abdominal ultrasound limited. Clinical indication: left inguinal pain. Impression: there is herniation of fat through the right lateral inferior abdominal wall, unchanged from prior CT. This does not contain bowel. No evidence of inguinal hernia on either side. (B)(6) 2015: (B)(6) hospital. Lab. Wbc 10.62 high (4.0-10.0). Records after (B)(6) 2015 were not provided. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect h6: updated investigation finding h6: updated investigation conclusions h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane the investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient code (1695) was reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span (B)(6), 2004 through (B)(6), 2015 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. ¿ records from (B)(6), 2004 through (B)(6), 2007 and from (B)(6), 2008 through (B)(6), 2015 were not provided. Patient information: medical history: ¿ obesity ? (B)(6) 2004: 222 lbs., bmi 31.9 ? (B)(6) 2007: 232 lbs., bmi 33.3 ? (B)(6) 2008: 238 lbs., bmi 34.2 ¿ smoking ? (B)(6) 2008: ¿smoker. Cigarettes ½ pack per day for one year. ¿quit for 20 years before starting again.¿ ? (B)(6) 2009: pipe smoker; one every 3 days ¿ diabetes mellitus, type 2 ? (B)(6) 2015: metformin ¿ chronic pain ¿ substance abuse ? (B)(6) 2006: alcohol use 3-6 beers a day ? (B)(6) 2008: occasional marijuana use. Chronic opioid use. ? (B)(6) 2015: ¿prior use of speed [amphetamine] and marijuana, denies current use.¿ ¿ unknown date: stab wound to the abdomen ¿ (B)(6) 2015: right lower lateral abdominal wall hernia surgical procedures: ¿ unknown date: laparotomy for abdominal stab wound ¿ 1999: open umbilical hernia repair ¿ 2001: hernia repair with mesh [unknown type] ¿ 2002: laparoscopic hernia repair with mesh [unknown type] ¿ (B)(6) 2004: reduction of multiple incarcerated ventral hernias. Extensive lysis of adhesions. Removal of mesh ¿appeared to be marlex mesh.¿ complex closure of abdominal wound, 15 cm. Implant #1: gore® dualmesh® biomaterial. ¿ (B)(6) 2007: ventral hernia repair with method of component separation. Removal of intra-abdominal foreign body times two. Exploratory laparotomy with lysis of adhesions. ¿gore dual mesh¿ removed. A second mesh made of ¿composite (composix) material¿ was removed. Small bowel adhesed to the mesh. ¿ (B)(6) 2008: laparoscopic incisional hernia repair with ¿gore dual mesh¿ and ¿parietex¿ mesh. Extensive laparoscopic adhesiolysis. Implant #2: gore® dualmesh® biomaterial. [No allegations against this device]. Implant: parietex mesh. Implant #1 preoperative complaints: ¿ (B)(6) 2004: indications: per dr. (B)(6): ¿this patient has had multiple ventral hernias repaired in the past. He has mesh in place. He has had these repaired open and laparoscopically. He has failed, and a CT scan showed several recurrent hernias with bowel entrapment. He does not have obstructive symptoms, however. He is here for definitive removal of mesh, complete lysis of adhesions, identification of fascia, and either a fascial splitting procedure by dr. (B)(6). Of plastic surgery or a mesh repair, most likely with dualmesh.¿ ¿ (B)(6) 2004: indications: per dr. (B)(6): ¿the patient underwent multiple previous attempts to repair a ventral hernia. He presented this time with continued symptoms of abdominal weakness and pain. He was evaluated by dr. (B)(6). Who referred the patient to me for consultation so that we could combine the operative case.¿ implant #1 procedure: reduction of multiple incarcerated ventral hernias, extensive lysis of adhesions, removal of mesh. Complex abdominal hernia repair measuring 15 x 15 cm, modifier-22. Complex closure of the abdominal wound, 15 cm. [Implant: gore® dualmesh® biomaterial, 1dlmc07/02986242, 20cm x 30cm x 1mm thick] implant #1 date: (B)(6), 2004 ¿ wound classification: unknown ¿ findings: per dr. (B)(6): ¿the patient has multiple defects in the abdominal wall. These hernia sacs were identified and opened and reduced. Abdominal cavity was entered, and extensive lysis of adhesions was performed in order to free up all of the bowel, remove the mesh, and get to normal, healthy fascia, which was closed with dualmesh.¿ ¿ description of hernia being treated: per dr. (B)(6): ¿a long midline incision was made encompassing his previous scar which was excised. With the scar excised, we then entered the subcutaneous tissue and, with electrocautery, went down to hernia sacs which we identified in the upper right and lower left abdomen. These hernia sacs were identified and dissected free from the subcutaneous tissues. Wide flaps of subcutaneous tissue and skin were created in order to identify and reduce these sacs in their entirety. Mesh was identified as well. Once we identified the upper sac, we opened that up and entered the abdominal cavity. We excised the lateral sac and subcutaneous tissue. We identified fascia on that side. We essentially joined up the lower hernia as well, which we had opened. We joined that up by dividing essentially all that was left, which was mesh. We then excised all that mesh. The excised mesh, which had been attached to the rectus muscle on both sides. With the mesh excised, we then entered the abdominal cavity completely with a wide open incision and took down multiple adhesions of bowel to the overlying mesh. We also identified the mesh that had been placed laparoscopically. We excised 90% of that. This freed up the rectus muscle. We excised all mesh and hernia sac and subcutaneous tissue in order to identify the fascia. Anteriorly, we opened up the subcutaneous pockets on both sides, from the top of the incision to the bottom, and identified the anterior sheath of the rectus muscle for at 3 or 4 cm in all sides. Dr. (B)(6). Was present for part of this procedure as well. Once we freed up all the fascia, reduced all the hernias, and removed all hernia sacs, we then were left with the large defect. Dr. (B)(6). Will dictate his portion of the procedure, which was essentially repair of the hernia with dualmesh in a two layer fashion. He did not feel the patient was a candidate for rectus muscle splitting procedure, and I agreed completely. Dr. (B)(6). Then completed the ventral hernia repair. He will dictate that portion of the procedure. He then excised excess skin and subcutaneous tissue and closed the incision, which he will dictate as well.¿ ¿ findings: per dr. (B)(6): ¿the large abdominal hernia had a piece of what appeared to be marlex mesh pulled away from the left lateral and superior aspects of the fascial defect. The type of repair was performed with two rows of u-stitch #1 prolene sutures circumferentially, placing the outer row along the lateral border of the rectus muscles and the inner row at the medial border of the rectus muscles. The large hernia sac and thinned subcutaneous pocket were excised in a horizontal fashion to remove the thinned and vascularly compromised skin. This resulted in a t-incision located at the umbilicus and extending horizontally.¿ ¿ description of hernia being treated: per dr. (B)(6): ¿the abdomen was prepped and draped in the usual sterile fashion, and then a #15 blade scalpel was used to elliptically excise the previous midline abdominal scar. Subsequently, dissection was continued down to the subcutaneous tissues. At the point in which the hernia sac was encountered, the operation was turned over to dr. (B)(6). A separate operative note will be dictated for this portion of the operation. Dr. (B)(6) team was able to remove the entire hernia sac and free all of the underlying adhesions from the lateral border of the rectus muscle intraperitoneally to the lateral border of the contralateral rectus muscle.¿ ¿ implant size and fixation: per dr. (B)(6): ¿a large piece of gore-tex type nonadherent mesh was used for the repair. The superior apex was tailored using scissors and then the first row of lateral sutures were placed by taking a bite approximately 2 to 3 cm from the fascial edge in the midline and then placing lateral u-stitch prolenes using #1 prolene along the lateral border of each rectus muscle. This pulled the mesh under the fascial edge on both sides to position it beneath the rectus muscle. Under direct visualization, a second row of u-stitch prolene sutures was placed along the medial border of each rectus muscle and through the mesh to provide a second row of inner sutures around the repair. These were all tied down adequately. The pocket was irrigated copiously. The majority of soft tissue redundancy was on the left side to the midline incision. This tissue was extremely thin due to the hernia sac. The redundant soft tissue and skin were therefore resected horizontally so that dead space would be eliminated. A series of 2-0 vicryl sutures was placed at the superficial fascial system and the superficial subcutaneous tissue. This complex closure was performed in three different layers. The skin was then reapproximated using interrupted 3-0 monocryl sutures in an inverted buried fashion. A few 2-0 vicryls were also used in the dermis superiorly to relieve the tension on the dermis. The remainder of the incision was closed with skin staples. The umbilicus, however, was fashioned by resecting the redundant skin in that area, creating an oval opening for the umbilicus that remained attached to the right side of the abdominal skin flap. This was tacked down to the mesh very carefully to recreate the umbilicus and then closure around it was performed using a continuous running subcuticular 3-0 monocryl suture. Bacitracin and xeroform were applied, and sterile dressings were then applied. Prior to closure, two jackson-pratt drains were placed in the space between the mesh and the subcutaneous tissue. These were secured using 3-0 nylon.¿ ¿ (B)(6) 2004: pathology ? Final diagnosis: ¿ventral hernia sac, excision: soft tissue with foreign material, foreign body giant cell reaction, chronic inflammation, and fibrosis. Mesothelial-lined fibroadipose tissue with fibrosis consistent with hernia sac.¿ ? Gross description: ¿a. Received fresh are multiple segments of synthetic mesh-like material with attached yellow-red fatty soft tissue and skin aggregating to 10.0 x 7.5 x 3.5 cm. No areas of induration or nodularity are present.¿ explant #1 preoperative complaints: ¿ (B)(6) 2007: per dr. (B)(6): ¿the patient is a 38-year-old male status post and [sic] open umbilical hernia repair in 1999. This subsequently recurred in 2001. He had a second repair with mesh. Once again, the hernia recurred and in 2002, he underwent a laparoscopic hernia repair with mesh. This also recurred in 2004 underwent a third attempt at repair. Unfortunately, this too has not been successful and the patient presented as an outpatient with a recurrent bulge in his abdomen as well as a lower abdominal pain. The patient was evaluated by both me and dr. (B)(6). From plastic surgery for a combined general surgical/plastic surgical repair of this defect.¿ ¿ (B)(6) 2007: per dr. (B)(6): ¿indications: this patient had a multiply recurrent ventral hernia, previously repaired with mesh but not successful, now presents with recurrence and pain.¿ explant #1 procedure: removal of intra-abdominal foreign body times two. Exploratory laparotomy with lysis of adhesions. Ventral hernia repair with method of component separation. Explant #1 date: (B)(6), 2007 [hospitalization dates (B)(6), 2007] ¿ wound classification: unknown ¿ findings: per dr. (B)(6): ¿postop diagnosis: multiply [sic] recurrent incisional/ventral hernia.¿ ¿ op report: per dr. (B)(6): ¿the patient's previous vertical midline incision was then incised beginning approximately four-fingerbreadths below the xiphoid process, extending downward to approximately three-fingerbreadths above the symphysis pubis. The incision was made with a no. 10 blade and the subcutaneous tissues were divided the length of the incision using bovie cautery. In the subcutaneous space, a gore dual mesh was identified. There was no associated seroma or other sign of mesh infection noted. Our first task was to remove the gore mesh. We were able to inspect the mesh in its entirety and noted that it was well-secured at the superior most 270 degrees of the circumference of the mesh. However, inferiorly, the mesh was not secured at all. In order to remove the mesh, the subcutaneous tissues were undermined for a distance of approximately 3 to 4 cm circumferentially. Once the edge of the mesh was identified, this was taken sharply off the posterior rectus fascia using bovie cautery. Numerous trans fascial polypropylene sutures were noted and these were divided using mayo scissors. There were several loops of small intestine that were directly adhesed to the mesh. However, these were able to be removed from the mesh using gentle digital dissection. An additional fair amount of omentum was noted to be adhesed to the mesh and similarly the omentum was freed from the mesh using gentle digital dissection. There were several spiral protacks noted circumferentially securing the mesh to the posterior rectus fascia . When possible, these were removed along with the mesh in order to more easily free up the mesh. Once the mesh was completely freed circumferentially from the fascia, we encountered a second mesh at the inferiormost aspect, more toward the right lower quadrant than toward the left. In other words, this mesh was severely off-center and also poorly secured. The second mesh was clearly made of composite (composix) material and similarly we freed this mesh circumferentially from the posterior rectus sheath using bovie cautery. Again, several trans fascial sutures were noted. This time the transfascial sutures were noted to be made of ptfe. These ptfe transfascial sutures were sharply divided using mayo scissors. There were several loops of small bowel direct adhesed to this mesh and similarly this mesh was freed from the adjacent small bowel using gentle digital dissection. Once this second mesh was completely freed, this mesh along with the gore dual mesh was passed off the field for permanent section evaluation. We then freed, circumferentially, the adhesions of both the small intestine and the omentum to the anterior abdominal wall. After approximately 30 minutes of careful and meticulous adhesiolysis, we were able to adequately free the posterior rectus sheath and ensure that this was free of adhesions. Of note, the patient¿s left lower quadrant there was an additional defect noted in the posterior rectus sheath. This was approximately 2 cm in circumference. At this point in time, dr. (B)(6). Came into the operating room for abdominal wall reconstruction. The remainder of this case will be dictated as a separate procedure by him or a member of his team. A 22 modifier will be used to code the excision of the intraperitoneal mesh as it required a very laborious dissection as well as the complete removal of two intraperitoneal meshes.¿ ¿ op report: per dr. (B)(6): ¿dr. (B)(6). And his team proceeded to resect the hernia sac and perform an adhesiolysis. Once he was completed with this procedure then the plastic surgery team proceeded with ventral hernia repair. This was done by first undermining the skin to the level of the anterior axillary folds bilaterally at the level just superficial to the external oblique aponeurosis. Once this was exposed, then an incision was made 2 cm lateral to the lateral border of the rectus sheath on each side. The external oblique aponeurosis was then separated from the internal oblique laterally. This allowed mobilization of the rectus muscles medially. With a fish in place, the ventral hernia was repaired with a running #1 prolene looped suture starting at the cranial end going to the middle and then a second suture starting from the caudal end and meeting in the middle. The fish was removed prior to tieing [sic] the last suture and again it was confirmed that there were no loops of bowel involved with the suturing within the abdomen. The sutures were tightened and tied and there was an excellent tension-free repair of the ventral hernia. Hemostasis was obtained with electrocautery and the wound was irrigated with saline. Drains were placed exiting through separate stab incisions on each side. The skin was closed with interrupted 3-0 caprosyn subcuticular sutures and staples.¿ ¿ (B)(6) 2007: pathology. ? Gross description: ¿received fresh, labeled with the patient¿s name, unit#, and ¿explanted abdominal mesh¿, are two tan-pink portions of synthetic material (consistent with mesh), measuring 15.0 x 14.0 x 1.0 cm and 21.0 x 18.5 x 0.5 cm. The specimen has one tan-pink smooth membranous surface and the opposite surface is tan-red and shaggy. There is a moderate amount of adherent soft tissue and yellow lobulated adipose tissue. Also received in the same container is a 4.0 x 2.0 x 1.0 cm aggregate of yellow lobulated adipose tissue.¿ ¿ (B)(6) 2007: discharge summary. ¿by postoperative day 6 one jp [jackson-pratt drain] was taken out; incision and wound continued to do well, had bowel movement. Discharge home on postoperative day 7.¿ implant #2 preoperative complaints: ¿ (B)(6) 2008: indications: ¿the patient is a 40-year-old male with a multiply recurrent incisional hernia. His most recent previous repair was approximately 1 year ago that involved a component separation. The patient was reevaluated by me as an outpatient several months ago for evaluation of a symptomatic recurrence. The patient was evaluated by me as an outpatient where the risks and benefits of laparoscopic incisional hernia repair were discussed in detail. The patient wished to proceed in hopes of definitive treatment of his condition." Implant #2 procedure: laparoscopic incisional hernia repair with extensive laparoscopic adhesiolysis. [Implant: gore® dualmesh® biomaterial, 1dlmc203/05449187, 20cm x 30cm x 2mm thick] [implant: parietex composite] [no allegations for this gore device] implant #2 date: (B)(6), 2008 [hospitalization dates (B)(6), 2008] ¿ wound classification: unknown ¿ description of hernia being treated: ¿a site was chosen on the patient's left upper quadrant as our initial access port. This was located approximately 1 fingerbreadth below the left costal margin in the anterior axillary line. Here, the skin was infiltrated with a combination anesthetic followed by a 4-mm transverse skin incision and the insertion of a veress needle into the abdomen. The abdomen was insufflated with carbon dioxide to achieve a pneumoperitoneal pressure of 15 torr. The veress needle was then withdrawn and a 5-mm trocar was then inserted through the skin incision and into the abdominal cavity. A 5-mm, 30-degree laparoscope was used throughout the course of this procedure. Our initial inspection of the abdomen revealed numerous dense adhesions along the entirety of the patient¿s abdomen. We were able to find a place to put our second port on the patient's left hemiabdomen approximately 4 fingerbreadths above the patient's left anterior-superior iliac spine also located on the anterior axillary line. At this site, we placed a second trocar. Here, the skin was infiltrated with a combination anesthetic followed by a 4-mm transverse skin incision and the insertion of a 5-mm port under direct visualization. We then spent approximately 15 minutes of careful adhesiolysis to divide some of the omentum that was adhesed to the abdominal wall using a combination of blunt and sharp dissection. Now we were able to visualize a free spot in the patient's right upper quadrant approximately 2 fingerbreadths below the patient's right costal margin in the anterior axillary line. Here, the skin was infiltrated with a combination anesthetic followed by a 4-mm transverse skin incision and the insertion of a 5-mm port under direct visualization. Our next port was placed approximately 4 fingerbreadths inferior to our initial right hand abdominal port (also in the anterior axillary line). At this site, the skin was infiltrated with a combination anesthetic followed by a 10-mm transverse skin incision and the insertion of a 12-mm port under direct visualization. Now we spent approximately 1.5 hours of careful and meticulous adhesiolysis to divide the remaining omentum, as well as 3 loops of small intestine that were directly adhesed to the anterior abdominal wall. At no point in time was bovie cautery used while dividing these adhesions, especially while working in and around the small intestine. Once this was complete, we did use hook scissors equipped with electrocautery to divide the falciform ligament in a cephalad fashion. This was done to adequately expose the superior margin of the patient's fascial defect. Once our adhesiolysis was complete, we were able to identify several swiss cheese-style defects in the patient's mid abdomen. The previously placed prolene sutures were noted to be intact and the patient's abdominal fascia was noted to pull through the sutures. All of the swiss cheese-style defects were circumscribed and the defects, when circumscribed together, measured approximately 14 cm x 24 cm. We then looked at the patient's left lower quadrant and noted a remote (probable port site) hernia.¿ ¿ implant size and fixation: ¿we then adequately hydrated and inserted a 9-cm piece of parietex round mesh into the abdominal cavity, held it up flush against the abdominal cavity so that this left lower quadrant defect was perfectly centered above the mesh. We then affixed this mesh into position circumferentially using a single spiral protack device. We now used a piece of gore mesh which measured 20 cm x 30 cm. This mesh adequately overlapped all of the aforementioned swiss cheese-style fascial defects by at least 3 cm in every direction. Extracorporeally, 10 #0 gore sutures were placed on the gore dual mesh at approximately 6-cm circumferential intervals. Accordingly, 10 small stab incisions were placed on the anterior abdominal wall at sites that corresponded to the extracorporeally placed #0 gore sutures. We then rolled the gore dual mesh along its longitudinal axis and inserted the mesh into the abdominal cavity via the 12-mm port site. We then unrolled the mesh intracorporeally. We then grasped the superior-most (extracorporeally placed) #0 gore suture (using the gore suture passer), inserted this through the superior-most ¿stab incision¿, exteriorized this tail and secured it externally with a small mosquito clamp. We then reinserted the gore suture passer, again passing it through the superior-most ¿stab incision¿ but directed slightly laterally so as to pierce the fascia slightly laterally to our initial fascial penetration. We then grasped the other tail of the superior-most gore suture, exteriorized this tail, and secured it externally with a small mosquito clamp. This process was repeated circumferentially x9. We then tied all 10 of these sutures extracorporeally with care to insure [sic] that none of the sutures caught the skin, dermal or subdermal elements. We made sure that the knot seated on the anterior abdominal fascia. Next, we used a 5-mm spiral protack device to further anchor the mesh to the anterior abdominal wall between our previously placed #0 gore sutures. Following completion of this procedure, we inspected the mesh circumferentially and we noted the mesh was adequately affixed to the anterior abdominal wall and adequately overlapped all of the fascial defects by 3 cm in every direction. A total of 3 spiral protack were needed in order to completely affix this mesh to the anterior abdominal wall. We then removed all of the ports under direct laparoscopic visualization and desufflated the abdomen of all of its carbon dioxide. We then reapproximated the subcutaneous tissues of the 12-mm incision using a single 4-0 caprosyn suture placed in an interrupted subcuticular technique.¿ ¿ (B)(6) 2008: discharge summary. ¿urinary retention likely secondary to his massive narcotic needs. Foley catheter at discharge. Follow up: 1 week.¿ relevant medical information: ¿ (B)(6) 2015: CT abdomen/pelvis. ¿indication: abdominal pain. Impression: there has been prior ventral hernia repair. There are multiple dilated fluid-filled small bowel loops anteriorly in the mid and lower abdomen suspicious for small bowel obstruction.¿ ¿ (B)(6) 2015: CT abdomen/pelvis. ¿clinical indication: abdominal pain. Small bowel obstruction. Impression: ¿anterior abdominal wall mesh related to previous hernia repair. Fat containing right lower lateral abdominal wall hernia, neck of which measures 1.6 cm, hernia sac of which measures 8.8 cm similar to the previous exam .¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device lost anchorage may be a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2004 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2007, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal, lysis of adhesions, additional surgery. Additional event specific information was not provided.